Event description:
This spontaneous report was received from a physician from (B)(6) and concerns a (B)(6) year old female patient who was treated with a total of 1 ml of radiesse into nasolabial wrinkles and to add volume to her cheeks on (B)(6) 2015. Prior to treatment, the patient's face was cleaned with 70% alcohol. After the treatment, the injected area was cleaned again, massaged and cooled. Two days after the treatment, the patient reported pain in her left cheek. The patient could not see the treating physician, and took some pain killer. On the third day after the treatment, the patient developed a lesion on her left cheek. She went to the emergency room, where she was seen by a plastic surgeon and was given antibiotic treatment with augmentin, 875 mg twice daily. Two days after the emergency room visit, the reporter saw the patient and gave her an antibiotic cream and steroids. Since then, the reporter saw the patient every few days and there was still a dark lesion on her left cheek, without pain or discharge. Additional information was requested and not received.

Manufacturer narrative:
The device history records for the reported lot were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release.